Manufacturer narrative:
(B)(4). A photograph was returned but it was unable to determine a cause for the complication you experienced utilizing the subject (ecr60t) black staple cartridge. The photographs do however appear to confirm the event description relative to a potential cutting issue.

Event description:
It was reported that during a sleeve gastrectomy procedure, the firing was completed, but all staple line rows did not appear to be present. The cut line was also noted to be jagged. The area was oversewed. This occurred on the 1st firing with no buttress material. The procedure was completed using the same stapler with green reloads and buttressing material and a gold reload without buttress material. There was no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results showed that one ecr60t cartridge reload was received. The reload was received in good visual condition and fully fired. Additionally, several b-formed staples inside the cartridge pockets at proximal end were noted. In addition, the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted; no damage on deck was found. No functional test could be performed due to the condition of the reload. Event could not be confirmed as no device was returned for analysis. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.